Event description:
Patient reported one of their upper teeth turned pink and is causing pain. Tooth #8 appears to be discolored (pink) near gums. Provided hh tips, requested updated photo. Advised patient to see dentist and requested diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.